Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was repositioned multiple times with difficulty. During the procedure, the patient went into complete heart block without an escape rhythm, so the physician decided to keep the rv lead were it was despite high thresholds. Post operation, the patient complained of nausea and became hypotensive. The patient was transferred to cardiac intensive care unit and had loss of capture. The output was increased and capture became intermittent. The capture issues interrupted device pacing. The patient then complained of chest pain. An echocardiogram was done and pericardial effusion from lead perforation was confirmed. Pericardiocentesis was performed, but was unsuccessful. The patient remained hypotensive and became unresponsive. Cardiopulmonary resuscitation (CPR) was performed for 40 minutes with no success and the patient had expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.